Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) was found to have a wrench code 100 (corrupted programming). The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device eval of monitor (B)(4) has been completed. Monitor eval revealed device had memory faults and clock failure. The cause for the device's 100 wrench code is likely due to these multiple failure events. The cause for the multiple failure events was not positively identified, but was likely due to a defective dsp (u300) component. The root cause for the defective u300 was not positively identified. No adverse event resulted from the defective dsp. The last pt to use this monitor did not report any problems with it.